Manufacturer narrative:
This report contains corrections to field b1: adverse event/product problem and b2: outcomes attrib to adv event from section b adverse event/product problem. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction was successful, however, failed to successfully convert the rhythm. The shock impedance was within range and appropriate sensing was noted. It was also discussed that the system had good placement. This s-ICD system was removed and a transvenous device will be implanted in a different time. No additional adverse patient effects were reported. This product was returned.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction was successful, however, failed to successfully convert the rhythm. The shock impedance was within range and appropriate sensing was noted. It was also discussed that the system had good placement. This s-ICD system was removed and a transvenous device will be implanted in a different time. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field b1: adverse event/product problem and b2: outcomes attrib to adv event from section b adverse event/product problem. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction was successful, however, failed to successfully convert the rhythm. The shock impedance was within range and appropriate sensing was noted. It was also discussed that the system had good placement. This s-ICD system was removed and a transvenous device will be implanted in a different time. No additional adverse patient effects were reported.